Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the bed had a broken footboard. There was no pt involvement and no adverse consequences reported.